Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Product development evaluation revealed one of the cruciform tips is broken off at the base where it transitions to the shaft and was not returned. The fracture is smooth and there is no indication of material anomalies. The other 3 tips are bent in the direction of tightening a screw and have deformation on the bent face and metal burrs raised on the outer edge. The metal insert in the back of the handle is missing and was not returned. This part was manufactured in october 2003 and is almost 9 years old. The condition of the tip, with the 3 remaining tips bent significantly with deformation on the edges and one broken off at the base, indicates that the device has been subjected to excessive tightening torques and has been used off axis. The returned device is almost 9 years old and shows signs of extensive use, including being used off axis with excessive force. The design was reviewed and determined to be acceptable for the intended use. Based on the condition of the returned device and evaluation, the complaint is invalid from a manufacturing standpoint.

Event description:
It was reported that during an ankle fracture procedure surgeon selected a cannulated cruciform screwdriver and noticed one of the prongs were missing. The broken driver was not used on the patient, another driver was selected and the procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).